Manufacturer narrative:
(B)(4). D10: zb 12/14 cocr hd 28mm x +0, item: 802202802, lot: 3244977, shell 52 mm o.d., item: 00500105200, lot: 66539928, liner 28 mm i.d. For use with 50/51/52 mm o.d. Shells, item: 00500105028, lot: 65840273. G2: foreign ¿ australia. H6: proposed component code: mechanical (g04) ¿ stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined for the bone fracture. The reported event of deep/unspecified infection occurred <90 days post implantation. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider-related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that the patient underwent a hip revision approximately 1-month post implantation due to a suspected post-operative infection. During the procedure, the surgeon noted that there was a fracture of the greater trochanter which was not evident on x-ray. May have indicated a fall or might be related to infection. The stem remains implanted, femoral head and bipolar components revised. It was confirmed that no further information could be provided.